Event description:
It was reported that the pump touch screen was unreadable. Reportedly, half of the screen was completely black, without any graphics or text. Blood glucose was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Device not returned.